Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description repeated air in line alarms detailed inquiry description the following message is directly from the customers email: every case, without fail, at least one pump has an air alarm. Today: 3 pumps so far on this case and at least 8 or 10 air alarms for this case alone.